Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her blood glucose has been in the 400 and 500 mg/dl range the last couple of days. She went to see her doctor today due to the elevated blood glucose levels. Customer changed her infusion set yesterday, this morning, and this afternoon. She stated she was using the device all day yesterday and her blood glucose would not change. On the third infusion set, customer discovered a bent cannula. Her blood glucose started to lower after the doctor gave her insulin today. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer was advised to call whenever issues occur for troubleshooting. Nothing further reported.